Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Customer's blood glucose (bg) level was 286 mg/dl. The customer was able to load a new cartridge successfully and administered a correction bolus via the insulin pump to address bg levels. It was confirmed that the customer will continue to use the pump for continued insulin therapy, and if needed, has insulin pens available as alternate insulin therapy.